Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a possible fracture. It was noted a chest x-ray is scheduled to confirm the integrity of lead connection to the implantable cardioverter defibrillator (ICD) and the lead will continue to be monitored via remote monitoring. The rv lead remains in use. No patient complications have been reported as a result of this event.